Event description:
Healthcare professional later reported no complaint against the device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22/apr/2024. Additional, changed, and/or corrected data: d3.

Event description:
Patient reported rupture on the right side. Device remains implanted. Patient later reported "deep radial folds" diagnosed via MRI. Healthcare professional later reported no complaint against the device.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.